Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) technical support to report a 16-1535-0 - micropore-paper tape 1x10yds w/dispenser. The patient reported that the paper tape sticks to his line and is hard to remove the adhesive from it. The patient involvement is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).